Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) / atrial flutter right (r-afl) ablation procedure with a varipulse¿ bi-directional catheter and qdot micro, the patient experienced very low drop in blood pressure and pericardial effusion treated with pericardiocentesis. The patient was in stable condition. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed and no magnetic, irrigation, deflection, contraction, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) / atrial flutter right (r-afl) ablation procedure with a varipulse¿ bi-directional catheter and qdot micro, the patient experienced very low drop in blood pressure and pericardial effusion treated with pericardiocentesis. The patient was in stable condition. It was reported that hours after the case was completed, the patient was moved to recovery and while in recovery, the patient¿s blood pressure began to drop and it dropped very low. They completed an echocardiogram that showed the patient had pericardial effusion building up. Pericardiocentesis was completed to drain the blood. The patient was reported to be in stable condition. They have not yet found the cause of the effusion.